Event description:
It was reported that deployment of the prostar xl sutures were attempted in a common femoral artery using the preclose technique before an aortic valve repair procedure. Reportedly, after drawing the needles from the barrel, no suture were connected. A second prostar xl was used to achieve hemostasis after the aortic valve repair procedure. The arteriotomy was a 10fr and during the interventional procedure the sheath was upsized to an 18fr sheath. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the prostar xl device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the prostar xl device was returned for evaluation. The results of the investigation did not confirm the reported experience for this complaint. The handle and needles were in backdown position and all the sutures were still attached to the needle tips. The white suture appeared to have been cut near the anterior needle tip. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.